Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window and imaging core were twisted. Impedance test shows an electrical open proximal end of the catheter from 150-160 cm from the distal housing. Based on the evidence, the as reported codes of image missing and failure to rotate are confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion but the device could neither rotate nor show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window and imaging core were twisted.